Manufacturer narrative:
Concomitant medical products - model: d204drm, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited both over and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.